Event description:
(B)(4). Event occurred in the united states. The patient reported that when he woke up, he noticed that tubing detached. The site location was at the right thigh. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing-tubing connector. No further information available.